Event description:
Rptr alleged the customer was unresponsive, lethargic, and gurgling, so she called the paramedics. Rptr stated she then obtained a result of 121 on his advantage system and within 10 minutes of that, the paramedics obtained a result of 10 mg/dl on their system. Rptr stated they treated him with glucose, then obtained another result of 34 mg/dl on their system, before taking him to the hospital, where he was given more glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Rptr stated the customer is out of strips and so no product will be returned for evaluation.